Event description:
It was reported that during coil embolization of an internal carotid artery terminus aneurysm, due to coil balling up, the coil and then the microcatheter had to be removed through the guide catheter out of the patient. The microcatheter broke mid-shaft during removal and the distal portion was retrieved using a snare device. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject microcatheter was returned. Visual and microscopic examination of the returned device found that the microcatheter shaft was broken and kinked. The catheter shaft kink was likely due to procedural factors. The catheter shaft break/ fracture was noted to be a clean break with no evidence of stretching or kinking proximally or distally to the break which would be evident if there was force applied either advancing or retracting the microcatheter. The break is consistent with a cut from a sharp object, however this cannot be definitively determined. Therefore a cause of undeterminable will be assigned to the reported break. Expiration date: added, manufacturing date: added.

Event description:
It was reported that during coil embolization of an internal carotid artery terminus aneurysm, due to coil balling up, the coil and then the microcatheter had to be removed through the guide catheter out of the patient. The microcatheter broke mid-shaft during removal and the distal portion was retrieved using a snare device. The procedure was completed successfully without clinical consequences to the patient.